Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (check te messages) has been confirmed. Upon evaluation of the electrode belt, the belt intermittently failed functional testing. The cause for the failure was isolated to an intermittently open pulse wire in the cable connecting ECG a and b. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.